Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a stripped battery cap coin slot, minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2014. Customer's blood glucose levels at the time of hospitalization 600 mg/dl. The customer reported difficulty breathing. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with insulin drip. The customer stated that their insulin pump has damage to the battery compartment. Advised insulin pump would be replaced. No significant event leading up to the incident was mentioned.